Manufacturer narrative:
A software investigation was completed and found that the scan is not to protocol. Software is functioning as designed. Imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging. A medtronic representative performed a navigation system check-out, and reported all areas passed. The medtronic representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, during a tumor resection procedure the surgeon alleged the navigation system was inaccurate after completing registration. The medtronic representative reported that the surgeon was happy with registration prior to moving forward. By the time the surgeon was aware of the midline inaccuracy, the surgeon was already actively navigating. While checking accuracy the site stated the system was approximately an inch off laterally to the left. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.